Manufacturer narrative:
No product was returned for investigation as it remained in-situ. No allegation of product malfunction was reported. No radiographs or photographs provided for evaluation. Root cause of patient's demise is unable to be determined. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Rarely, some complications may be fatal." Left in-situ.

Event description:
On (B)(6) 2017 a patient underwent a spinal decompression posterior fusion procedure at t10-l2 levels with no issues. Reportedly, later that evening patient deteriorated and expired the next day from an unknown cause.